Event description:
It was reported while testing with bd synapsys¿ an error in the application impacting culture workup workflow occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: global known bug. Advised region upgrade to 4.20 to resolve. The update regarding the protocol length is not pushed to the instrument, instead the protocol length is set back to the original value in synapsys. So two issues here after resync: instrument not receiving the update and protocol length reverted back to the original value in synapsys. Vials updated while fx is online correctly receive the new protocol length, and the info is properly maintained even after disconnections. Possible bug? Some vials don't follow the protocol set from synapsys rule and fx keep default value.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this issue is documented in scr 221116 and was addressed in the v4.20 release. This is a confirmed complaint of a bd product. Per baltrm-synapsys-aph revision 25, the failure associated to this complaint is a user annoyance which is a severity of s1; reference ID 58. Complaints for application were under statistical control for the month of january. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported while testing with bd synapsys¿ an error in the application impacting culture workup workflow occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: global known bug. Advised region upgrade to 4.20 to resolve. - the update regarding the protocol length is not pushed to the instrument, instead the protocol length is set back to the original value in synapsys. So two issues here after resync: 1 - instrument not receiving the update. 2 - protocol length reverted back to the original value in synapsys. Vials updated while fx is online correctly receive the new protocol length, and the info is properly maintained even after disconnections. Possible bug? Some vials don't follow the protocol set from synapsys rule and fx keep default value.